Event description:
It was reported that the patient had another inappropriate shock due to oversensing of noise. The noise is likely from the patient's implanted left ventricular assist device. The doctor elected to program the therapy off for now. There were no additional adverse patient effects. The system remains implanted.